Event description:
Dr. (B)(6) has been a user of the dexcom g7 since 2023. For the last three months, he has gone through 15 defective g7 sensors, mainly because of two reasons. He noticed that the sensors don't deploy out of the canisters when they are first opened. This makes it rather difficult to even use the sensor for any purpose. Once the sensors are able to be deployed out of the canister an usual amount fail. The link with the monitoring device, have a warming up period of about 25 minutes, then he receives an error message stating "sensor failed: replace"; many of which have never been in use. All 15 sensors have defaulted within the last three months.